Event description:
Complainant alledged that during biomed testing, the device did not allow discharge.

Manufacturer narrative:
The malfunction was duplicated and attributed to an open within the cable.